Manufacturer narrative:
Reference number (B)(6). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient in poland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024 it was reported the peg insertion site was inflamed with a discharge of thick, bad smelling pus. Cultures were taken at the peg site (s.aureus, c. Albicans were cultured) and oral antibiotic ceftriaxone and amikacin injection were administered. On (B)(6) 2024, due to recurrent inflammation, the peg-j was removed and the patient began treatment with a subcutaneous infusion of foslevodopa/foscarbidopa.